Event description:
The olympus representative reported the customer was experiencing air and water flow issues from the air and water flow system on the evis lucera elite gastrointestinal videoscope. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that there was a foreign object inside the nozzle. This report is to capture the reportable malfunction of the foreign material that remained inside the nozzle due to insufficient cleaning noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of an air and water flow issue was confirmed due to the clogged nozzle. Additional issues were identified during the device evaluation: due to wear of the angle wire, the bending angle in the up/down direction does not meet the standard value; due to wear of the angle wire, the play of the up/down knob was out of the standard value; due to deterioration or damage to the adhesive, the adhesive on the distal sheath had a white-clouded area and was chipped; and due to clogging of the nozzle, the water removal ability does not meet the standard value; and the paint on the cylinder was peeled. The scope connector cover, side cover, universal cord, grip, switch box, lever, knobs, and control unit had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient cleaning (handling problems). Olympus will continue to monitor field performance for this device.